Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated. The lemo connector and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reporting the system kept shutting off during procedures and had to be reboot to complete the case. There is no report of death or serious injury associated with this complaint.